Event description:
Tourniquet did not alarm resulting in add'l medication/intervention of pt. Pt recovery appropriate without sequela. Tourniquet was examined by biomedical engineering and tested according to MFR's specification. Tourniquet alarmed appropriately and no malfunctions in any area were noted. Staff to explore possible user error.